Event description:
I-flow on-q pain pump model# cb-6004, lot#112951, exp. Date: 2/13. Pump returned as defective because the "select-a-flow" rate controller spins freely and will not click into a specific rate. Without a definite click, the medication will not flow from the pump.